Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the device was removed due to unknown reason and replaced with a new ipp device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The was replaced because it was not working properly. The specific device issue was not provided. The patient is recovering and it is expected to be well.